Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device reached elective replacement indicator (eri). Boston scientific technical services (ts) discussed signs are pointing towards the device was replaced and perhaps device given to patient. This crt-d remains in service. No adverse patient effects were reported.